Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a proglide device via a 5fr sheath, after a diagnostic procedure. Reportedly, when the plunger was removed, no sutures were seen. When attempting to remove the proglide device, it could not be removed from the patient anatomy. The proglide device was broken between the body and the sheath; however, remained in the vessel. The left common femoral artery was accessed and a snare was used in an unsuccessful attempt to remove the sheath. A cut down was done and the sheath of the proglide device was cut by scissors and able to be removed from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported guide detachment was confirmed. Difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. The needle to cuff miss/suture retrieval issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.